Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided a photograph, which was evaluated. The picture showed a pseudophakic eye implanted with an intraocular lens (iol) claimed to be a tecnis monofocal optiblue iol preloaded in the simplicity delivery system model dcb00v. A colorless particle with an irregular square shape (0.5mm x 0.3mm x 0.3mm x 0.1mm) located in optical mid-periphery at 7:00 in relation to the picture orientation was observed. Due to the particle's location, it is not expected to affect the patient's visual function; the definitive clinical impact in the event the lens and particle remain implanted as well as the nature and origin of the particle could not be determined from a picture assessment. The complaint issue "foreign material - loose" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was a foreign material on the preloaded intraocular lens (iol) optic during implantation. The physician tried to remove the foreign material with irrigation / aspiration and with a hook, but it could not be removed. No patient injury was reported. No medical intervention was required. No further information was provided.